Event description:
Ett [endotracheal tube] inserted and balloon would not inflate. Ett extracted and discarded. A second et tube inserted and balloon inflated, but leaks were heard/noted throughout case. Surgeon able to complete case with this second ett. After extubation, resident examined ett and did not visualize any defects, but noted the balloon was slow to inflate. He then placed ett in saline and inflated balloon. Bubbles were noted, indicating a hole in the balloon.